Event description:
The customer reported that the emergency lamp on his evis exera ii xenon light source was sporadically coming on. According to the initial reporter, the main lamp had already been replaced, no error messages were present, and the image appeared normal. Additional details relating to the patient and the event have been requested, but the customer indicated that no further information would be provided. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The device has not been returned to the repair department and no additional information was obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
Additionally, the customer confirmed that no patient injury occurred.